Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was not sure if insulin was delivering appropriately due to blood glucose going high and low. It was also reported that buttons on keypad were difficult to press and were sticking. Troubleshooting could not be performed due to customer not being available with insulin pump. Customer's blood glucose readings were not given.